Event description:
It was reported that the customer reports packaging is not intact.

Manufacturer narrative:
(B)(4). Customer reported that packaging was not intact. The package was returned without a carton and the blister was very bent and warped with signs of excess handling. The package was visually inspected and it was confirmed that damage was present on the tyvek lid. A rip in the tyvek was at the edge sealed to the blister flange. Evidence of seal adhesive transfer was present on the tyvek and blister under the ripped area. This indicates that the tyvek was intact and the package was properly sealed at the time of packaging process. The initial complaint did not say that the package had a hole, only that the package was not intact. It is unknown if the hole in the tyvek was the issue that the customer found or if the hole occurred at a later time. This complaint is confirmed, as analysis results did show that a rip was present in the tyvek lid. Due to the condition of the package and location of the damage to the tyvek, it is suspected that the issue was caused external to ees.